Manufacturer narrative:
Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found. The analyst also noted: device received in opened original shipping package, outer blister pack still sealed.device was programmed prior to implant.

Event description:
It was reported that the device had premature battery depletion out of the box. The device was not used. There was no patient involvement.